Event description:
Further information was received that the generator was explanted.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient referred for explant of the generator and a portion of the lead. Clinic notes received indicated that the patient experienced skin breakdown over the generator just below her clavicle. Further information was received from the physician's office. The physician's assessment of the tissue breakdown was noted to be foreign body response and skin breakdown. It was noted that the generator was visibly seen coming through the patient's skin and that the referral for device explant was for the tissue breakdown. No known surgical intervention has occurred to date. No other relevant information has been received to date.